Event description:
The customer reported the device can't boot up. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported the device can't boot up. No pt involvement was reported. The device was evaluated by a philips field service engineer. The symptom was verified. The energy selected switch was replaced to resolve the issue.